Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing and the platform performed as intended. The reported complaint of "cut on the head restraint wires" was confirmed during the visual inspection. The root cause for the reported damage was due to mishandling. The top cover needs to be replaced to remedy the damage. Upon visual inspection, unrelated to the reported complaint, observed damage on the front and bottom enclosures, and bent battery lock. The cause for the physical damage was due to wear and tear. The front enclosure, bottom enclosure and the battery lock needs to be replaced to remedy the damages. The autopulse platform is a reusable device and was manufactured in 2009 and is 10 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform passed the initial functional testing without any fault or error. Unrelated to the reported complaint, the archive data review showed occurrence of ua27 (encoder fault) and ua34 (encoder failure) around the reported complaint date. The encoder gearbox needs to be replaced to remedy the ua27 and ua34 errors. Upon service completion, the autopulse platform will be further tested to full specification.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Also, the head restraint wires were cut off. No patient involvement.